Event description:
While using instrument in the vaginal cuff, the suture needle broke as the dr was transferring within the device. A piece of the needle could not be removed and was confirmed by x-ray. Another similar device was used which resulted in the suture needle breaking again. There were no other info provided regarding the incident. Procedure type: hyperectomy pt sex: female.